Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a healthcare professional told them they were "in atrial fibrillation" but that it also "could be static." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.